Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient presented to the hospital and the hcp was concerned that the patient may be experiencing baclofen withdrawal. The hcp stated that it "could be something else" but the patient was hypertonic, septic, altered and tachycardic. The hcp stated that pump was refilled yesterday and the patient was getting 857 mcg/day on a flex dose. The hcp noted that the patient will be admitted to the hospital. The role of a manufacturer representative was reviewed and the hcp was provided with contact information for the national answering service. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.